Manufacturer narrative:
Insulin pump received with low battery alert and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had some issue. Blood glucose level of the customer was unknown. It was also stated that the issue persist even after having replaced the battery cap. The insulin pump will be returned for the analysis.